Manufacturer narrative:
Concomitant medical products: product ID: kdr901 ipg, implanted: (B)(6) 2006. Product event summary: the distal segment of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had low impedance. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.